Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and an infrarenal aortic extension. A follow up angiogram showed the patient had aneurysm sac growth and a potential type 3b endoleak at the distal end of the main body stent. The patient was asymptomatic and remains hospitalized until a secondary procedure can be completed. On (B)(6) 2017 the physician elected to reline by implanting an additional bifurcated stent and an infrarenal aortic extension to seal the endoleak. At the completion of the secondary procedure a small endoleak remained. The physician believes this is a type 2 endoleak. The patient is reported as doing well following the procedure.